Event description:
The customer stated they received the error code 1001: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer replaced the mcal lot which resolved the issue. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.